Manufacturer narrative:
The abutment fractured at the hex. The DHR(verification report) and 3shape(abutment export) review shows the design to be outside the specification for the b max. B max is 12.2mm and the abutment was designed to 12.3mm by the customer. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4). Device available = "yes", returned to manufacture on july 2, 2014. Added "foreign" to report source. Device evaluated by manufacturer = "yes." Changed evaluation method code to." Actual device involved in incident was evaluated" and "visual examination."

Event description:
The patient reported to the dentist he had pain with the zirconia abutment placed on (B)(6) 2010. During examination the abutment was found to be mobile and fractured. The doctor indicated there was no serious patient injury.

Manufacturer narrative:
This device has not yet been received for evaluation.